Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of specification, the ventricular side diode was shorted. It was also noted that the upper case, lower case, ring cover and side bail covers were broken, the control knobs and lead flex cover were contaminated, the main printed circuit board (pcb) was out of specification, the battery contacts were compressed and the liquid crystal display (lcd) and battery drawer were out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the external pulse generator (epg) had no output on the ventricular side. The epg was returned for repair. No patient involvement or complications were reported.